Event description:
It was reported that the patient experienced left side pain following the implant procedure. The patient went to the hospital, was administered pain medication and was then sent home.